Event description:
It was reported that the atrail lead alert was triggered due to an impedance measurement of 1026ohms. Caller is inquiring if this is a connection issue or a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.